Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An associate reported a patient presented with blurry vision in the right eye eleven days post photorefractive keratectomy. The patient was noted to have an epithelial scar and slow healing. The topical steroid dosage increased and on a taper. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).